Event description:
It was reported that compatibility guidelines were requested for the MRI of the brain and it was not related. Patient has an neurostimulator and scs (spinal cord stimulator) device. Technical services was able to successfully have the hcp (healthcare provider) turn off the neurostimulator device. The patient had the ins on since the doctor¿s appointment in (B)(6) of 2014 just before (B)(6). The last time the patient felt stimulation from the ins was when she met with the doctor at that appointment. It was noted that the patient could have had high density programming. It was later reported by the healthcare provider that there was not a (B)(6) percent or greater symptom reduction. An unknown healthcare professional reported the lack of stimulation on (B)(6) 2015. The patient was last seen by repo (B)(6). The patient was to rotate thru program and did not. The impendence was greater than 4000 on 0/3 and new program given. The patient had apparent uti (urinary tract infection) and was stared on bactrim on (B)(6) 2015. The cause of the event was determined and was not device related. The patient believed she had uti in (B)(6). It was unknown what occurred in march. The patient outcome was unknown and she has appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09jkj, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).